Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 300 mg/dl after repeated sensor failures while in bg run mode. The user reverted to manual insulin injections to manage glucose. No outside medical intervention was required.